Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent revision surgery due to pain associated to a possible metal related pathology. An r3 tha system was revised during this procedure.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. The hemi head, sleeve and r3 liner are no longer sold by smith & nephew. A review of the complaint history for the r3 shell, r3 liner, hemi head, modular sleeve, screw and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the shell, liner, stem and head. A similar complaint has been identified for the screw. This will continue to be monitored. A similar complaint has been identified for the sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The clinical information provided of pain, brownish clear fluid and thickened pseudocapsule may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.